Event description:
Patient's wife called patient services on (B)(6)2011. Wife reported that patient had a lead repositioned before. It is suspected that this lv lead was repositioned. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).